Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. While on support, a hematoma was noted at the insertion site, which was managed by withholding systemic heparin. Also blood products were given as a precautionary measure to prevent further bleeding. The patient was also administered antibiotics to address a septic condition. The patient continued on support until the device was successfully weaned.